Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. Faulty input connector was found. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: glidescope® avl video baton 3-4, catalog: 0570-0313, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope® avl video monitor with baton 3-4, there was intermittent vibrating/flickering of the image. It was unknown if a back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.